Event description:
Customer discovered while ventilator was cycling on a patient, the patient tubes became disconnected. The ventilator started to alarm but the respiratory therapist could not hear the alarms. The patient was bagged and the ventilator was swapped out and was taken to the biomed department.